Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by evidence that the revision surgery was performed. The standard mandible component was replaced with a titanium implant. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the patient's condition of allergic reaction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). (B)(4). Concomitant medical products: biomet microfixation 2.4 mm system high torque (ht) cross-drive screw 2.7 x 8 mm catalog #: 91-2708 lot #: ni, therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00873.

Event description:
It was reported a revision was performed due to an allergic reaction. It was confirmed that the mandibular component was removed and replaced with a titanium implant. The surgeon elected to leave the existing fossa in place and used the same screws that were originally implanted in the mandible with the new mandible. No additional patient consequences were reported.